Event description:
The patient was a 68 year old male who was admitted with a diagnosis of sepsis. The patient required and epinephrine infusion to maintain an adequate blood pressure. On the evening of 4/15/92, the patient was taken to radiology for a CT scan. The patient was receiving eninephrine; the infusion pump had been plugged in for greater than 8 hours, according to manufacturer's instructions, when the patient was taken to radiology. The pump was in the "battery" mode during the transfer. On arrival to radiology (approximately 20 minutes after the pump was unplugged), the pump beeped once which normally indicates the battery is becoming low and the unit should be plugged in; however, the unit completely lost power following the first beep alarm. The pump turned on again spontaneously approximately 30 seconds later. During these 30 seconds, the patient received no epinephrine. The patient suffered a cardiopulmonary arrest approx. 15 minutes later. The patient was successfully resusitated and transferred back to the ICU. Approx. 24 hours later the patient again arrested and dieddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, battery/pack. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.